Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report, by a nurse from (B)(6), of peritonitis in a patient coincident with dianeal pd2 1.5% and dianeal_4.25% pd2_solution therapies. During a call, the following was reported. On (B)(6) 2012, the patient experienced peritonitis, which was manifested by abdominal pain and a hazy drain. On (B)(6) 2012, the patient was hospitalized for the peritonitis. However, the treatment rendered for the peritonitis was not reported. The cause of the peritonitis was unknown, but the nurse stated that the peritonitis might be due to a missed dialysis by the patient. At the time of this report, the drain was clear and the patient did not have abdominal pain. The patient recovered on (B)(6) 2012. The event of peritonitis was reportedly unrelated to baxter products.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. This condition of peritonitis, no malfunction or use error, was not confirmed, as the disposable set was not returned to baxter and the lot number was unknown. The assignable cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.